Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the stylet was stuck in lead-distal coil.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Further information received indicated that helix would not extend. The lead was replaced with a different lead. No patient complications have been reported as a result of this event.